Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported when impedances were measured at the time of lead placement completion in a new patient, 40,000 ohms was read only from electrode #0. This was a lead defect. When re-measured after some time the value was down to 5,000 ohms, but also stated as 4 ,000 - 6,000 ohms. Weighing the risks of retrying with a new lead, it was decided to wait and see. Placement continued as is. This was a trial patient and was scheduled for an implantable neurostimulator (ins) implant in one week. The indication for use included parkinson's disease. If additional information is received, a follow up report will be sent.